Manufacturer narrative:
Occupation- technical specialist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "an elderly male with history of coronary artery disease, hypertension, hyperlipidemia, diabetes and shortness of breath. Admitted for elective transcatheter aortic valve replacement, trans aortic valve replacement. The product was inserted and when the physician pulled back, the product snapped, and no collagen was released. Device was removed and there was no known harm to patient. The original intended procedure was a tavr, trans aortic valve replacement." Additional information was received on 27october2020: the procedure sheath size was an 8fr. The device broke. The anchor was accounted for and removed, no known harm to the patient. A pre-deployment angiogram was performed. The product was inserted and when the physician pulled back, the product snapped, and no collagen was released. It is unknown how hemostasis was achieved. The estimated blood loss was 100cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).